Event description:
It was reported that during a lap nepherectomy procedure, the device hand activation would not work. It only worked with foot activation. The procedure was completed with the foot pedal. No pt impact.

Manufacturer narrative:
Date sent: 02/26/2008. Info anticipated, but unavailable at this time.